Manufacturer narrative:
The reported complaint could not be confirmed. Per data log review: on 13dec2022 at 07:35:48 am a perfusion screen was opened. At 07:39:49 am the arterial centrifugal pump was started and speed was gradually increased to 1230 revolutions per minute (rpm) at 08:19:38 am. No other events were logged for the centrifugal pump until the system was powered off on 14dec2022 at 02:46:26 pm. There is no indication in the log that a 'service pump' message was displayed. The log cannot confirm the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) performed mechanical, electrical and visual testing. The unit operated to the manufacturer's specifications.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the centrifugal drive motor displayed an 'arterial: service pump' message. There were no reported adverse consequences to the patient.